Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope initially tested positive for 84 colony forming units (cfus) of staphylococcus epidermidis in the distal end and all channels. The device was retested, and the second test result was positive for more than 80 cfus of moraxella osloensis, 15 cfus of janibacter hoylei, more than 80 cfus of staphylococcus felis, 22 cfus of micrococcus luteus, staphylococcus epidermidis, and roseomonas mucosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lm's final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from the instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 1. Bacterial identification: micrococcaceae. The device was evaluated where the possibility that reprocessing was insufficient due to physical damage to the device cannot be denied. Damage to the forceps channel may have prevented proper reprocessing with the brush. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.